Manufacturer narrative:
Report claimed the speed control dial had failed in that it initialed a drive command which caused the end-user to collide into an object. End-user reported having sustained a sore shoulder, and was evaluated by medical personnel where xrays were taken. All reports indicated no serious injuries were received as a result. Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to august 17, 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, 3008370857-12/19/2024-001-c, to address potentially affected components manufactured between august 17, 2023 through november 21, 2024.

Event description:
Received report claiming while using the smartdrive device via a speed control dial, the dial reportedly malfunctioned which caused the end-user to collide with an immovable object. Reports seeking medical attention for evaluation with negative results for serious injury.